Event description:
Information was received indicating that the pump exhibited a "no disposable, pump won't run" alarm. It was reported that the residual volume was 61.8, the rate was 2.2, the amount given was 40.25. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
(B)(6).